Event description:
Dealer advised chair keeps turning off by itself intermittently. Spoke with tech who advised to check batteries and levels or it could be the display. Dealer hung up received information from tech.